Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the downstream occlusion alarms. The device was operating out of spec with high sensor readings. The pressure plat gap was found to be out of spec with caused the high readings. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion in the intensive care unit. It was also reported that there was no pt injury.